Event description:
Biomed poland reported bi-polar cup became loose in patient; a second bi polar was implanted and also became loose. The patient was then revised with a total hip. No other information has been provided.

Manufacturer narrative:
A retrospective review of file was performed. During review, determination was made that details provided meet reporting requirements. To address issue of late submission, a corrective and preventive action has been opened. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. H3: full investigation is in process, but not yet complete. Upon completion of investigation, a follow-up report will be sent to the FDA.